Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a bent grip, causing vertical misalignment of the grips. There was a portion of the grip near the base, closest to the distal clevis pin that extended further than manufactured. Common causes of the failure mode bent instrument grips-tips are typically attributed to mishandling/misuse. Bent grips are attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard issue/objects or collision with other instruments. The complaint regarding the rotating tip of force bipolar instrument was bulging out on one side and got hooked on the end of the trocar was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being reported based on the following conclusion: it was alleged that the force bipolar instrument could not be removed from the cannula. Jaw dislodgment could result in the tips being stuck and unable to be opened with mtm activation or instrument release kit (irk) use. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Information for the blank fields is not available. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection (apr) surgical procedure, customer reports, the rotating tip of force bipolar instrument was bulging out on one side and got hooked on the end of the trocar. The surgeon stated that it was hard to rotate and was catching on the end on the trocar. The customer attempted to remove the instrument from the trocar and could not; nor could the customer undock from the robot. The customer pulled the entire arm and trocar out all at once while taking care not to injure the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.